Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, leaking of medical fluid from the connector was observed. No patient injury reported.